Manufacturer narrative:
This spontaneous case was reported by a lawyer. And describes the occurrence of pelvic pain ("pelvic pain"). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test". The patient's medical history included: overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced, hypersensitivity ("allergic or hypersensitivity reaction, type: hypersensitivity\ hypersensitivity to metal"). On (B)(6) 2013, the patient experienced, menorrhagia (menorrhagia ("heavy menstrual bleeding") /abnormal bleeding (menorrhagia)), vaginal haemorrhage (abnormal bleeding ("vaginal")), feeling abnormal ("brain fog"), dizziness ("dizzy spells"). And dysgeusia ("metal taste in mouth"). On (B)(6) 2013, the patient experienced, dysmenorrhoea (dysmenorrhea ("cramping")). And dyspareunia (dyspareunia ("painful sexual intercourse")). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced, vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced, micturition urgency (infection ("bladder/ urinary tract/vaginal") ,type: urinary urge). On (B)(6) 2017, the patient experienced, rash ("rash/skin condition: rashes, itchy scalp, eczema"), migraine ("migraine/ migraines / headaches"), arthralgia ("joint pain of hands, elbow, hips, ankle"), pruritus ("itchy scalp") and eczema ("eczema"). On (B)(6) 2018, the patient experienced, tooth fracture ("dental problems crack in front teeth"). On (B)(6) 2018, the patient experienced, visual impairment ("general deterioration of vision"). On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), syncope ("fainting"), vulvovaginal swelling ("vaginal swelling"), alopecia ("hair loss"), back pain ("back pain"), neck pain ("neck pain"), myalgia ("muscle pain"), inflammation ("hypersensitivity to metal, causing irritation and inflammation"), skin irritation ("hypersensitivity to metal, causing irritation and inflammation"), musculoskeletal pain ("shoulder pain"), pain in extremity ("upper extremity/ hand pain"), haematuria ("hematuria"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes") and menstrual disorder ("small clots of same size"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, rash, migraine, headache, hypersensitivity, tooth fracture, vaginal discharge, fatigue, weight increased, dizziness, syncope, dysgeusia, vulvovaginal swelling, alopecia, micturition urgency, back pain, myalgia, pruritus, eczema, visual impairment, inflammation, skin irritation, haematuria, bladder disorder, urinary tract disorder and menstrual disorder outcome was unknown. The menorrhagia, vaginal haemorrhage, arthralgia and musculoskeletal pain had resolved. And the feeling abnormal, neck pain and pain in extremity was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, haematuria, headache, hypersensitivity, inflammation, menorrhagia, menstrual disorder, micturition urgency, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, pelvic pain, pruritus, rash, skin irritation, syncope, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea ("cramping"), dyspareunia ("painful sexual intercourse"), menorrhagia ("heavy menstrual bleeding"), rash/skin condition, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received, new events: abnormal bleeding ("vaginal)", hypersensitivity to metal, dental problems; crack in front teeth, vaginal discharge, fatigue, weight gain, brain fog, dizzy spells, fainting, metal taste in mouth, vaginal swelling, hair loss, urinary urge, back pain, neck pain, muscle pain, joint pain("hands, elbow, hips, ankle"), itchy scalp, eczema, general deterioration of vision, hypersensitivity to metal, causing irritation and inflammation, shoulder pain, upper extremity/ hand pain, hematuria, bladder problem, bladder or urinary problems or changes were added. Reporters were added. Patient's demographic was added. Outcomes were added. Event onset dates were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, migraine and headache outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Date of explant added. This case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added:, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, migraine, headaches and she did not underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.